Manufacturer narrative:
The complaint concerns 1 unit of surecan safety ii reference (B)(4) from batch 21f21g8662. Device history record: the batch record, number 21f21g8662 was reviewed: the batch is within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the (B)(4) units released in july 2021. Summary of investigations: no device was returned preventing a thorough survey. No pictures/videos of the complaint sample/observed defect were transmitted. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion: no thorough investigation can be performed without the concerned sample/conclusive picture, preventing the determination of the root cause of the met incident. If a new conclusive element become available, the complaint will be reopened for further evaluation. This type of incident is very rare (<1 ppm). No actions plan is foreseen at that time.

Event description:
A nurse pricked herself with a hubert needle because the needle safety system did not engage after the needle was removed. They tried again with 2 other sterile needles, one of which held securely while the other did not.